Event description:
It was reported the pt's scs ipg is non-functional due to not being charged in 2 yrs. It was also reported the pt stopped using system stimulation due to her foot pain improving; however, the pain has returned and the pt would like to resume using stimulation. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.